Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6) 2020 was 55 mg/dl. Therefore, the complaint could not be confirmed. 8 cgm alert 14s (transmitter out of range) enunciated on (B)(6) 2020 from 1:12:21 am to 7:12:22 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Reportedly, the cause was customer was experiencing a loss of connection under an hour which prevented the pump's control iq feature from being activated and suspending insulin. Tandem technical support determined the loss of connection was due to customer having pump facing away from transmitter, and instructed customer to position pump and tx in range and wait 15 min for devices to connect. Bg was addressed via fluid consumption. Data review by tandem technical support showed the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.